Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported that the patient was dislocated due to mal positioning of the cup. There were no products broken or ineffective. The poly head and ceramic head were removed. Products are not returning. Patient was stabilized with a new construct with greater offset. Doi: unknown, dor: (B)(6) 2021, unknown affected side of hip.